Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 24x2.4mm target lesion was located in a severely calcified and mildly tortuous left circumflex (lcx) artery. A 2.50mm x 20mm apex balloon catheter was selected and advanced to inflate the target lesion. Upon an unknown inflation at 12 atmospheres, the balloon ruptured . The device was then removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an apex balloon catheter. Visual and tactile inspection was performed. There was contrast in the inflation lumen and on the catheter. There were numerous hypotube kinks. The balloon and shaft were examined under magnification. There was a longitudinal balloon tear 6mm long located 4mm from the proximal markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 24x2.4mm target lesion was located in a severely calcified and mildly tortuous left circumflex (lcx) artery. A 2.50mm x 20mm apex¿ balloon catheter was selected and advanced to inflate the target lesion. Upon an unknown inflation at 12 atmospheres, the balloon ruptured . The device was then removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.